Manufacturer narrative:
Additional information was requested but was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing and episodes of false automatic mode switch were observed on the atrial lead. The noise could be reproduced with provocation testing. No intervention was performed; the patient was stable and there were no adverse consequences.